Manufacturer narrative:
(B)(4). Corrective data: UDI(di) was inadvertently omitted from supplement 002.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2016-00418.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report#1627487-2016-00418. It was reported the patient experienced pain, redness, and green discharge at the ipg site approximately one month ago. Reportedly, an infection was noted at the site. Antibiotic therapy was prescribed as treatment during that time. Follow-up identified the physician suspects the patients' body is rejecting the scs system. As a result, surgical intervention may be undertaken to explant the entire system.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00418. UDI(di) updated for the ipg.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00418. Follow-up identified surgical intervention was undertaken approximately 2 weeks ago (explant date unknown) during which time the entire scs system was explanted. The sjm representative was not present for the case.